Event description:
Interruption in therapy reported: according to the customer contact, levophed was infusing at an unspecified rate. Therapy was interrupted due to an "air in line" alarm. There was no air observed in the cassette and backpriming did not pull any visible air from the cassette chamber. The nurse was unable to resolve the alarm condition despite changing the administration set multiple (unspecified number) times. The pump was replaced x 2 and the "air in line" alarm resolved. During the approximately 1.25 hr interruption in therapy, the pt's systolic blood pressure decreased to the 40's. It was reported that upon resumption of the levophed infusion, the pt's systolic blood pressure increased to the 50-60 range, which was within acceptable limits for this pt's medical status. Though requested, there was no add'l event info available. It was reported that there were two replacement pumps with the same unresolved "air in line" alarm before the third replacement resolved the reported event. The customer contact states "the serial number was not obtained from the first replacement pump and is unknown."